Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The report states: the pt was revised to address an overly anteverted cemented stem. The head was removed; but the stem was not successfully removed. The head was re-implanted and the wound closed.